Event description:
End user called summit dealer to address "cut-off" on images. Dealer svc rep went to end user facility and found collimator hanging by 2 screws instead of 4, told site to discontinue use. Subject collimator swivel mounting assembly was replaced and returned to manufacturer, summit industries, inc. For evaluation. This incident is related to MFR report# 1450503-2007-00001.

Manufacturer narrative:
This incident is related to MFR report# 1450503-2007-00001.